Event description:
No additional information received from the customer.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the micron tfl single use fiber laser was caught on fire when the fiber meets the hub. The issue occurred during a therapeutic cystourethoscopy procedure. The intended procedure was prolonged no longer than 30 minutes, however, the intended procedure was completed using another olympus back-up device. There were no reports of patient injury or harm.